Manufacturer narrative:
(B)(4).the device has been received for analysis. Upon completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
(B)(4). Device evaluation: visual inspection: the returned device was found to be within specifications. Functional analysis: the returned device was actuated with a suture and needle three times and no anomalies were observed. A review of the manufacturing records for this lot showed no evidence of a manufacturing-related potential cause for this event. The reported event could not be confirmed.

Event description:
It was reported to boston scientific corporation that during a "revision repair after previous vag hyst and ant-post repair," as the physician was passing the needle through the sacrospinous ligament, the needle detached and was captured inside the capio cage. The physician reportedly "used a mayo needle and passed the same suture through the [sacrospinous ligament]." There were no complications to the patient, who is reportedly "fine" post-procedure.

Event description:
It was reported to boston scientific corporation that during a "revision repair after previous vag hyst and ant-post repair," as the physician was passing the needle through the sacrospinous ligament, the needle detached and was captured inside the capio cage. The physician reportedly "used a mayo needle and passed the same suture through the [sacrospinous ligament]." There were no complications to the patient, who is reportedly "fine" post-procedure.